Event description:
The customer did not retain the finished goods lot number. The device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report. Visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported to a company representative that the irrigation tube disconnected from the phaco handpiece during a cataract procedure and the patient sustained a corneal burn. The product sample was not retained. Additional information provided indicated the event occurred during the phacoemulsification portion of the procedure. The procedure was completed after reinserting the irrigation tubing to the handpiece. Additional information has been requested however none has been received at this time.